Manufacturer narrative:
B5 added information that was not submitted in the initial report that was submitted.

Event description:
Additional information was received. The pump has already been explanted when the patient had bypass surgery last week and has been disposed of.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 37 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. The patient was in the ICU on support with the cp. On day 2 of support, hemolysis was reported and the patient had elevated lactate dehydrogenase (ldh) levels. On day 3 of support, the patient was bridged to impella 5.5 for coronary artery bypass surgery. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis cannot be determined since no product was returned and insufficient clinical details and no logs were provided.